Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the oxygen (o2) sensor. The ventilator passed self-testing.

Event description:
It was reported that an 840 ventilator's oxygen sensor did not pass calibration. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The replaced oxygen (o2) sensor was returned for failure analysis. A visual inspection of the returned part showed no anomalies. The o2 sensor was installed into a failure investigation test ventilator for analysis. During o2 sensor calibration a low urgency alarm indicated that the o2 sensor failed to calibrate. The fault was isolated to the o2 sensor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added. If information is provided in the future, a supplemental report will be issued.